Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely depressed cancer antigen 19.9 (ca 19.9, gi-ma) result was obtained on a patient sample on an immulite 2000 xpi instrument. Siemens customer service engineer (cse) was dispatched to the customer's site and found the carcinoembryonic antigen (cea) and cancer antigen 19.9 (ca 19.9, gi-ma) controls were out of range. The microsample tubes were adjusted for depth and tube presence and the controls were repeated, which were found to be within specification. The cse checked the alignment points of the reagent (rgt) and sampler probes. The vertical guide of the reagent probe was lubricated, the sampler acrylic block tightness was checked and the clot sensor was cleaned. The cse replaced the 01 kit of 200 tests. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed cancer antigen 19.9 (ca 19.9, gi-ma) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument. The repeat results were higher than the discordant result. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca 19.9 (gi-ma) result.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00015 on 22-apr-2022. Additional information (01-jun-2022): siemens further investigated the issue and reviewed the instrument files. There was no indication of a sample or reagent level sensing issue when the affected sample was sampled. There was also no evidence that a mechanical failure contributed to the discordant cancer antigen 19.9 (ca 19.9, gi-ma) result. Therefore, siemens cannot rule out that a preanalytical sample variable potentially contributed to the depressed gi-ma result. The investigation findings code and the investigation conclusion code in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.